Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and pain. The ipp was removed and replaced with a malleable device. No additional patient complications were reported.